Event description:
Customer reportedly obtained results of 93mg/dl, 89mg/dl, 121mg/dl, and 269mg/dl on the same device within 10 munutes. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.